Manufacturer narrative:
This follow-up MDR is created to document the corrected device information and the evaluation of the returned device. A titan pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed separations within abrasion on the exhaust tube of cylinder 2. Testing revealed these to be sites of leakage. Partial separations within abrasion were noted on the longer exhaust tube of the pump and inlet tube of the reservoir. Testing revealed these to not be sites of leakage. Abrasion was noted on the exhaust tube of cylinder 1. No functional abnormalities were noted with the pump, cylinder 1 or reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on the exhaust tube of cylinder 2 concluded that it had abraded while in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the exhaust tubing at these sites. Separations of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted.

Event description:
According to the available information, a tear in reservoir tubing by the pump was reported. The device was explanted.